Event description:
Pharmacist in a hospital clinic reports a pt was hospitalized for treatment of a corneal injury. The pharmacist reports the ph of the suspect sample was 7.8 (within normal limits). Additional information has been requested.